Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer went to the emergency room and was subsequently hospitalized. Treatment with a glucose sachet resolved the issue. No additional information was provided.